Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article ""pseudoaneurysm after total knee arthroplasty : a rare complication with different possible clinical presentations"" by ali boutchichi, jean ciornohac, françois daubresse published by acta orthopædica belgica was reviewed. The article purpose: to report three cases of false aneurysm involving the popliteal artery or one of its branches following total knee replacement. The article reports: a (B)(6) man underwent a primary navigated tka using a cemented sigma prosthesis through a medial parapatellar approach. He presented to the emergency room 18 days postoperatively with a posterior throbbing pain, a stiff knee and a functional disability. An ultrasound revealed two pseudoaneursyms. They were both treated with percutaneous embolization and pain relief was immediate. Cement was used, but the manufacturer was not disclosed. Patella resurfacing was also not mentioned within this case report. Depuy products involved: sigma prosthesis. Complications: major bleed (2), pain (1), surgical intervention (1).